Manufacturer narrative:
The us IFU lists hematoma, dissection, and other access site complications requiring endovascular interventions as a possible adverse event related to vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2016. It was reported that manta 18f was deployed by the cardiologist and an immediate hematoma formed. The hematoma was treated with manual pressure and following manual pressure, hemostasis was immediate. A post-closure angiogram showed a dissection that was described as 10 cm proximal to the access site. The dissection was said to cause a partial occlusion. The angiogram also showed that the lock was not on top of the vessel wall. A vascular surgeon was called in and a bare metal stent was placed at the site of the dissection.

Manufacturer narrative:
The device was not returned for investigation. Angiograms were obtained by essential medical and confirmed multi stick high access, a large dissection was proximal to the access site, and the radiopaque lock appeared very far from the vessel. Based on the location of the dissection (approximately 10 cm away from the access), it is unlikely the manta device was the cause. Dissections are a common large-bore procedural complication. A hematoma formation requiring treatment was reported. Two possible root causes have been determined- user error of not deploying per IFU or tract deployment. It was reported that the user made multiple sticks during attempting to gain access. The IFU states the safety and effectiveness of the manta device has not been established in patient populations who are suspected of having more than one femoral arterial puncture in the same vessel during initial access for the interventional procedure. Manta is designed to only close one access site; therefore, multiple sticks could lead to blood escaping into the tissue resulting in a hematoma. Additionally, it was noted the lock appeared far away from the vessel which is indicative of a tract deployment. A tract deployment can lead to additional required time to hemostasis due to a suboptimal seal which could result in blood escaping into the tissue resulting in a hematoma. The root cause for why the manta device was possibly deployed in the tissue tract is inconclusive; however, could be linked to the high stick. The IFU warns do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. Additionally, other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are possible adverse events. Risk documentation will not be reviewed for the occlusive dissection due to concluding it was likely not caused by manta. Risk documentation was reviewed for tract deployment (worst case possible failure mode) and concluded it is a known risk. It was concluded the occurrence of this type of incident remains below risk documentation acceptable occurrence limits. The document history was reviewed and showed no non-conformities related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.